Manufacturer narrative:
Device passed self test, a21 error test and displacement test. Device display properly. No audio or beep anomaly, a21 alarm or reset time or date anomaly after change battery noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart alarm. Customer's blood glucose value was unknown at the time of the incident. Troubleshooting was performed. Customer was able to complete rewind and was able to clear the alarm. Customer stated that the alarm occurred shortly after inserting a new battery and was recurring during normal insulin pump use. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.